Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the meter compared to the lab for patient number 1. Results as follows: date: (B)(6) 2012, inratio inr: 1.2 (finger-stick), lab inr: 3.1 (venous). Testing was done within one hour.